Event description:
Customer reports drawer failure on the pyxis anesthesia system. No patient was present.

Manufacturer narrative:
(B)(4). Field service technician investigation discovered physical item obstruction causing drawer failure.